Event description:
Boston scientific crm received information from an adverse event form that this patient developed a spontaneous arrhythmia (svt) which accelerated following delivery of therapy. The adverse event form stated that the patient had not been compliant with the prescribed medication and received inappropriate atp and shock therapy for a spontaneous occurrence of svt. The event was resolved following therapy delivery. Boston scientific crm received information that the shock intracardiac channel was programmed on. To date, the device remains in-service and no further intervention (reprogramming or invasive) was reported. Subsequently, boston scientific received information in late (B)(6) 2011 that this local representative contacted technical services to report that this patient had developed a slow ventricular tachycardia. The local representative had contacted technical services to discuss burst pacing using the ep test screen through the programmer. Several antitachycardia pacing (atp) schemes were attempted, however, the arrhythmia was persistent following therapy from the device. The patient was loaded on amiodarone and the physician elected to continue treatment with antiarrhythmics. The patient may be scheduled for an rf ablation procedure in the near future.

Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.